Event description:
Per independent repair center statement, the unit had low o2 or yellow light. The key failure was the pilot valve leaking. Additional malfunctions were the o-ring being defective, the hose clamp on the compressor being stripped, the tywraps on the sieve beds being defective, the soundbox filter being broken, the sieve beds leaking, the home fill port leaking, and pe valve leaking.